Event description:
A medical doctor called to report that the customer was hospitalized for hypoglycemia and the blood glucose reading was 26 mg/dl. The doctor wanted to know if the customer had programmed too much insulin prior to the event. Troubleshooting was performed and the bolus history did show that the customer had given two boluses within ten minutes of each other. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.